Event description:
It was reported that a pump alarmed for an "upstream occlusion" when no occlusion was present. It was also reported that there was no patient injury. It is unknown which care area at the facility the device was being used in.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.